Event description:
Patient has a history of non-iddm. Patient's cardiac status at time of index procedure was acute mi (biomarkers positive). The patient had one lesion treated. One endeavor sprint rx drug-eluting stent implanted to prox lad. Patient was asymptomatic at 1 month, 6 month, 1 year, 1.5 year and 2 year follow-up. Approximately 27 months post index procedure, investigator reports patient death. Investigator classified death as a sudden death. Investigator provided the following narrative "telephonic follow up with patient's son, informed about sudden death of patient. Sudden onset of breathlessness followed by collapse within 20 min before reaching hospital. No event related documents." Investigator did not assess the relationship between the event and the study stent.

Event description:
It was reported that a customer's automatic endoscopic reprocesser (aer) was leaking. There are no reports of injury or contact with the cidex opa. An asp field service engineer was dispatched to assess the aer.

Manufacturer narrative:
Evaluated by mfg: a review of the account history indicates no other disinfectant leak issues were reported by the facility. The aer cpuy (complaints per unit year) chart for "fluid leak" shows a significantly decreasing trend. Asp will continue to monitor for more trends.

Manufacturer narrative:
Evaluation by mfg: the unit was assessed by an asp field service engineer (fse) who found the unit showing some leakage of disinfectant. The fse stated that there was no leak on the tank.the fse cleaned residual that was in bottom of unit that may have cause dampness on floor. He tested the unit for proper operation. The unit passed tests and meets specifications.